Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
Couldn't insert the screw of the most recent oblique halfway. The screwdriver locked during insertion. I drilled again and reinserted the screw.